Event description:
The customer reported that v6 was not showing up in 12 lead.

Manufacturer narrative:
A philips field service engineer went to the customer site and verified the failure. Replacement of the trunk cable resolved the failure.